Event description:
It was reported while using the bd phoenix¿ ap high mic results were reported for both patient and qc isolates for the downstream devices. The device was decontaminated. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.